Manufacturer narrative:
(B)(6). There is a potential for spectra optia to return small amounts o air to the pt through the return line when there is a small level of platelet aggregation in the return reservoir. This aggregation can be caused by the use of an insufficient level of anticoagulation for a given pt. The level of aggregation may be insufficient to activate the alarms designed to detect this condition at the current alarm limits. A service call was placed for checkout of the equipment. Rdf analysis of the incident was performed. Based on the run data file analysis and pictures taken during the run, it can be concluded that a platelet clump blocked the low level sensor while being stuck in the reservoir filter. This caused the fluid to go below the low level sensor and allow air to be drawn into the return line. Based on aim image analysis, it is clear that platelet clumps were not present in the channel. Fresh frozen plasma was being used as a replacement fluid during this procedure and may have caused the activation of platelets in the reservoir. A clot in the filter blocked the level sensor enough to cause air to be drawn into the return line. A service call was placed for checkout of the equipment. All level and pressure sensors checked out with no issues; the equipment passed autotest and a saline run with no problems. Conclusion: the device operated as intended.

Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. (B)(6) (caridian bct employee) was at a customer site training. A tpe procedure was being performed on a pt with ttp. The customer chose to set the ac ratio at 15. There appeared to be clumps/clots in the filter below the reservoir. Fluid level in the reservoir never went below the lower level sensor, but there appeared to be lots of tiny bubbles which appeared to be coming from the return pressure sensor and going down the return line and into the warmer line that was connected to the return line. No alarms occurred. This report is being filed due to the potential for air to the pt.